Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months ago from the date the manufacturer was made aware.

Event description:
It was reported that patient underwent an implantable pulse generator (ipg) replacement procedure due to a difficulty charging it. The explanted ipg will not be returned per hospital policy and patient was doing well postoperatively.